Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude and low within range pacing impedance measurements. It was noted the ra lead did capture. The field representative confirmed the ra lead was dislodged. This ra lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.